Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification, with no anomalies noted. Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. At this time the patient¿s condition has not been fully assessed. Therefore, based on the information available, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to patient¿s current symptoms. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that the patient suffered a work related injury that resulted in a hernia. On (B)(6) 2014 the patient underwent hernia repair surgery and was implanted with a bard ventralex st hernia patch. It is alleged that since the time of surgery the patient has experience pain at the site and recently has become more sever, and sometimes sharp. The contact reports the pain feels as it did prior to the hernia repair surgery when the hernia first occurred. The patient saw a doctor in (B)(6) 2017 and as reported the doctor stated a CT scan is needed to fully assess his condition. The patient is seeking treatment, but does not have health insurance at this time. It was stated that the patient does not know if the device is the cause of his problem, but thinks it could be and it feels like the hernia has returned. Also reported is that the patient is not able to work at this time due to the problem.